Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and also alleging that the insulin pump was under delivering. Customer's blood glucose level was unknown. Customer also stated that the suspecting that her pump might not be working properly. The insulin pump and reservoir will not be returned for analysis.